Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the right internal carotid artery with mild calcification. The xact 8tx40x136mm carotid artery stent system was attempted to be advanced to the target lesion; however, the stent was noted to slip back on the delivery system during advancement. Therefore, the xact stent system was removed from the patient. Another same size xact stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the complaint information and analysis of the returned device. Only the stent was returned for analysis. The reported stent dislodgement was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during advancement interaction with the mildly calcified and 70% stenosed anatomy and/or inadvertent mishandling resulted in the reported/noted stent dislodgement; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.